Event description:
Reporter indicated that a vns dell x50 computer screen was dark, frozen, and had shown a "fault report" immediately before going dark. The "shutdown" buttons are not working properly. Performing a reset on the computer did not resolve the issues. The computer, programming wand, and flashcard have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the vns computer, flashcard, and programming wand. No anomalies were noted with the computer, and the computer performed per specifications. The flashcard and software performed according to specifications. During the analysis it was identified that the flashcard contained 2 pc2003 archive databases. The most likely cause for the databases being on the flashcard is associated with the flashcard being inserted into a pc2003 device (possibly to transfer patient data from one handheld to another). Since the pc2003 databases were archive copies and not the current database, they had no functional impact on the device performance. Screen freezing was not observed during the analysis. No anomalies were identified during the wand analysis, and the wand performed per specifications.